Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed eight other complaints for this lot of devices that were released for distribution in september of 2012. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep that the customer's vapr 3 foot pedal would not power on during testing when it was plugged into the generator. There was no case or patient involvement. The device was discarded.